Manufacturer narrative:
No system checkout was performed for this issue as it was reported the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was complaining that their 3d images appeared to be flipped even when they correctly defined the orientation of the patient. This was a second-hand account and it was found when reviewing a confirmation spin for an implant placement so there was no impact on the case. The surgeon was aware that the software "flipped" the images but understood this was likely user error.